Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The adhesive welds were observed to be misaligned due to the adhesive pad getting incorrectly installed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 380 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient also had a headache. The patient tried treating themselves with insulin. When that did not lower bg levels they went to a walk in clinic. The patient was diagnosed with hyperglycemia and was there treated with intravenous therapy with fluids. Patient was released 2 hours later. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u): (B)(6) 2021, 06:00 pm, 320 mg/dl, 10 units, unknown carbs. 07:00 pm, 351 mg/dl and 371 on clinic meter. 08:00 pm IV fluid started. 09:00 pm, 380 mg/dl, discharged from clinic 10:20 pm, removed and replaced the pod.